Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "check pads" message. Complainant indicated that another r series device, serial number (B)(4), exhibited the same message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Please reference section b5. Evaluation results: the complainant was contacted for return of the device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "check pads" message. Complainant indicated that another r series device, serial number (B)(6), exhibited the same message. Please reference medwatch report number 1220908-2021-00058. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.